Event description:
The surgeon reported a problem with the system. One procedure was cancelled. Multiple attempts were made for more information and pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and found a system message. The power source was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.